Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However, retained samples and inspection records of lot# 2018-1085 were reviewed. All component measurements were within the tolerance. Samples of finished goods and components were pulled out from retained samples for re-inspection and no failure or abnormality was found. Retained samples were tested on human skin and they were able to withstand 8.6 ounces pull force without any detachment or losing the functionality. This was an isolated incident with no other similar occurrence in past 12 months and we were not able to reproduce the incident with retain samples. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Customer had issues with the separation of white neobar n711 (lot # 2018-1085) from patient's face.